Event description:
Livanova received report that during setup an alarm associated to erc tubing clamp failure was triggered and the display disappeared when the power was turned on/off. When the clamp was opened, the error desappeared and returned when the clamp was re-applied. After repeating this several times, the alarm display disappeared. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the erc tubing clamp. The incident occurred in miyazaki, japan. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. The device will be returned to the manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the device was returned to the manufacturer site for repair. During technical activity, the device was opened, cleaned, checked and tested. However, the reported error was not confirmed after several test runs. No components were replaced and the device was returned to service. Another similar intermittent issue was reported on the involved erc in july 2021. Based on the collected information, the most likely root cause is an internal false contacts which were restored during service activity by re-seating and cleaning of electrical contacts.

Event description:
See initial report.